Event description:
During a longo technique procedure, no crunch sound was heard though gun handle was fully depressed. Upon opening, it was found that stapler did not cut and fire through the intended hemorrhoids. Only slight cutting was found from 11-2 o'clock. Staples were found dented and still in casing housing. Massive bleeding occur at staple sight. Hand suturing was done around staple.